Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump had an under delivery. Customer¿s blood glucose was 334 mg/dl at the time of incident. The current blood glucose level was 302 mg/dl. Customer treated for high blood glucose with syringes and insulin pump. Troubleshooting was performed. The product will not return for the analysis.